Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: non inflammatory nodule is a known potential adverse event addressed in the product labeling; however, "rheumatoid arthritis" is considered to be an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm vollure¿ xc in the tear trough area. Approximately 17 months after injection, patient developed ¿non-inflammatory nodule formation in the right tear trough.¿ patient was diagnosed with rheumatoid arthritis at approximately 10 months to 1 year after injection. The following month after symptoms occurred, patient began treatment with hyaluronidase and minocycline; about a week after the first treatment, a second round of hyaluronidase was given. A third round of hyaluronidase was given about 3 months later. Symptoms have not resolved.